Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed a rounded setscrew socket and misaligned setscrew in the device bore.

Event description:
It was reproted during the implant procedure that it was not possible to unscrew one of the setscrews, therefore the lead could not be inserted and connected. Additional information indicated that the rv port set screw would not retract out of the device. The device was not implanted. No patient complications have been reported as a result of this event.